Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Fae did not see any obvious damage on the monopolar curved scissor (mcs) instrument and another fae confirmed that there was no obvious damage to the cables and confirmed that the conductor wire was not visible on the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was observed to have a broken cable. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument housing was removed and no damage to the conductor wire. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument passed the continuity test. The instrument delivered energy without any issues. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified.